Event description:
It was reported that during a training/demo of the da vinci system there was no image on the right side of the surgeon side console (ssc) high resolution stereo viewer (hrsv). There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the hrsv.